Manufacturer narrative:
Initial reporter (zip code): (B)(6). (B)(4).

Event description:
T2 non-deployment t2 was not fixed on the meniscus. It occurred 15 min after starting meniscus repair. Same backup device was available. 10 min surgery delay. The patient was noted to be okay post-procedure. Additional information received on 23 oct 2015 indicated that t2 would not deploy. This occurred after t1 was already deployed through the meniscus, and t1 was left in the joint unsupported. No damage was noted to the device, or device packaging.

Manufacturer narrative:
Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The needle is dramatically bent on two planes. No ts or suture remain on the insertion needle. T2 was returned with a short length of suture. Examination of the t and suture showed no abnormalities. Per the device IFU under warnings ¿do not bend delivery needle¿. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is required. (B)(4).